Event description:
The customer reported to olympus that the fine crack across lens was found during reprocessing of the gastrointestinal videoscope. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the airwater-cylinder and airwater-tube had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the customer's allegation was not confirmed. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: water tightness was lost due to damage on upward/downward and right/left angulation control knob and due to deformation of an angle shaft; due to wear of forceps elevator, upward/downward angulation control knob could not be locked securely; airwater-cylinder and suction-cylinder had no color. Due to water leakage, there was corrosion on suction-connector, scope internal circuit cover, plate, scope internal circuit and electrical connector; corrosion was also found on adhesive around objective lens and adhesive around light guide lens; due to burn on plastic distal end cover (c-cover), insulation resistance value at distal end did not meet the standard value; due to wear of an angle wire, bending angle in up direction did not meet the standard value; c-cover and adhesive on bending section cover had a crack; connecting tube had coating peeling and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the up/down right/left (ud/rl) angulation control knob. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-1tq160 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.